Manufacturer narrative:
The account the connection at the head hi/low limit switch was loose. He reseated the connection to repair the bed.

Event description:
Info received indicates the reverse trendelenburg function is working intermittently.